Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was stated that the device had a force sensor system error. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
H6: evaluation codes updated. One device was received for investigation. The device was visually inspected and functionally tested. The reported complaint was confirmed. The device was repaired by replacing the force sensor, plunger case, top case and stepper motor. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.